Event description:
It was reported, to medtronic minimed. That the customer, experienced a critical pump error (open book image), exposure to moisture. And harm. Reported, with no reported allegation of a device malfunction. The customer reported, a blood glucose value of 945 mg/dl. The customer reported, hyperglycemia, treated with manual injection/insulin pen and hospitalization: overnight stay. A customer reported, the following leading up to the event: the pump stopped working; it was dropped in the water. And the customer not wearing a pump, after causing high blood glucose. Document findings: an open book image was displayed on the screen. Advised customer, the serialized device will need to be replaced. Instructed customer to discontinue pump use and revert to backup plan as per hcp instructions. Advised customer on how to put the pump in storage mode after discontinuation. The event involved product(s) mmt-342, mmt-1780kl and mmt-244a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smart guard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer declined to continue with troubleshooting. No further customer complications were reported. No product return is required for mmt-342, mmt-1780kl was requested. And the customer responded, that the device would be returned. No product return is required for mmt-244a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.